Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 42 mg/dl. The customer was treated for the low blood glucose with food and checked their blood glucose 15 minutes later which rose to 255 mg/dl. The customer found air bubbles in their reservoir compartment of their insulin pump. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The reservoirs and infusion sets were changed and the customer's insulin pump works as designed. The customer was sent new sets. No further information was provided.